Manufacturer narrative:
D2b: lgw - qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2318700, model: sc-2318-70, serial: (B)(6), batch: 5005490, UDI: (B)(4).

Event description:
It was reported that during an implant procedure, the physician got a wet tap and did a blood patch for cerebrospinal fluid leakage prevention. The patient was doing well postoperatively.